Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that the patient experienced high blood glucose event on (B)(6) 2026 and the patient was treated with pump bolus. No further information is available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: germany. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.